Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath after a diagnostic catheterization. No femoral angiogram was performed prior to the procedure. Reportedly, there was no blood flow from the proglide marker lumen. Upon removal, it was noted there was a loose suture in the initial segment of the proglide device. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The irregular appearance was able to be confirmed. The reported marker lumen blockage was not confirmed. The investigation was unable to determine a conclusive cause for the blocked lumen; however, the irregular appearance and treatment appear to be related to circumstances of the procedure. It should be noted the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.